Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A4: weight: 5.27 (units not reported) g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. The set was connected using sterile technique to the infant patient¿s peripherally inserted central catheter line (PICC) in the right antecubital. No leaks were noted during priming or immediately after connection. While moving the patient into the arms of the patient, the total parenteral nutrition (tpn) infusion was noted to be leaking ¿from the marked port¿ on tpn line. Furthermore, blood was observed to have backed up into the line. The tpn and the second infusion of lipids were discontinued. Sterile saline and heparin were pushed to maintain the patency of the PICC line. The solution of d10 at 14ml/hour was initiated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.